Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the helix tip of this lead broke off and remains in the patient.